Event description:
It was reported that the impactor tip broke during impaction. No pieces fell into the patient's wounds. No delay reported. No patient injuries reported. An s&n backup was available.

Manufacturer narrative:
The associated complaint device was not returned. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.